Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Display on pen no longer works resulting in high blood sugar [blood glucose increased]. Display on pen no longer works resulting in high blood sugar [device information output issue]. Case description: this serious spontaneous case from the united states was reported by a consumer as "display on pen no longer works resulting in high blood sugar(blood sugar increased)" with an unspecified onset date, "display on pen no longer works resulting in high blood sugar(device information output issue)" with an unspecified onset date, and concerned a adult female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "device therapy", dosage regimens: novopen echo: medical history was not provided. It was reported that on an unknown date, the patient experienced high blood sugars of 500 mg/dl due to the display on the novopen echo not working. Batch number of suspect product was requested. Batch numbers: novopen echo: unknown. Action taken to novopen echo was not reported. The outcome for the event "display on pen no longer works resulting in high blood sugar(blood sugar increased)" was not reported. The outcome for the event "display on pen no longer works resulting in high blood sugar(device information output issue)" was not reported.

Event description:
Case description: investigation results: product name: novopen echo batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: -investigation results were updated. Narrative updated accordingly manufacturer comment: 02-dec-2019: as the device (novopen echo) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). H3 continued: evaluation summary investigation results: product name: novopen echo batch number: unknown. No investigation was possible, because neither sample nor batch number was available.